Event description:
An analysis was performed on the returned usb to db9 cable and a mechanical problem with the serial cable was verified. The cause for the reported issue is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the programming tablet was reporting a "failure to open port" error. No patient was affected or involved. Troubleshooting was performed. Troubleshooting included performing a hard reset and re-seating connections. It was noted that the connection between the usb cable and tablet was loose. A new usb serial adapter cable was sent to site. The tablet usb serial adapter cable was received by the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.